Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2019-00128. It was reported that the patient began to demonstrate redness at the lead site as a result of the method used for removal of medical tape; following the patient's trial implant procedure removal.

Event description:
Related MFR reference number: 3006705815-2019-00128.